Event description:
Reporter indicated that vns pt has experienced constant hoarseness since stimulation was initiated. Investigation to date has been unable to determine whether the pt has been diagnosed with vocal cord paralysis. Stimulation was initiated approx two weeks post-implant. It was reported that the pt's hoarseness began approx 30 minutes after stimulation was initiated. A parameter reduction did not resolve the hoarseness, so the pt's device was programmed to off by treating neurologist. The hoarseness did not resolve after the device was programmed to off. The pt has been referred to an ent for eval.